Event description:
The customer reported when the nurse call option is used, the alarm is not sending a signal to the nurse's call station after weight is removed from the sensor. The customer reported the alarm functions properly when the nurse call option is not used. The customer did not provide the date when the issue was found. No pt incident or injury was reported.

Manufacturer narrative:
Results: eval of the returned product found that when the nurse call cable is moved, the nurse call light turns off at the nurse call fixture when weight is off the sensor. The alarm does not power on when using new batteries due to corrosion on the battery contacts. The alarm powers on with the 9v adaptor for an external power supply. The alarm sounds as it should when weight is off the pad. The alarm was returned with the batteries inside it and one battery has leaked causing corrosion on the battery contacts. Aqualert water indicator label shows exposure to moisture. The hold/suspend button is coming out of the case. The led lens has been pushed into the case. The warning label is missing. (B)(4).